Manufacturer narrative:
Tw ID#(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. E1 email address due to character restrictions health nord ggmbh clinic links the weser. H3 other text : device discarded.

Event description:
The hospital reported that hst iii system (3.8mm) seal cannot be pressed together again.

Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, g-3, g-6, h-2, h-11, h-12. Corrected section unique identifier (UDI) # d-4 : from "(B)(4)" to "(B)(4)".

Event description:
N/a.

Manufacturer narrative:
Trackwise ID#: (B)(4). The device was returned to the factory for evaluation on 06/27/2024. An investigation was conducted on 07/09/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device with the white plunger depressed and the blue safety off which allows for the white plunger to be depressed. The seal and tension spring assembly was observed in the loading device. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring remained inside the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal and tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 1.95 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.50 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed as well as the analyzed failure "premature activation" was observed. The lot # 3000376109 history record review was completed. There was one (1) ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no r elation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system

Event description:
N/a.